Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 7, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced right sided baker grade iii capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. (FDA correction/ removal reporting no.): (B)(4). Manufacturer¿s reference number: (B)(4)>

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on (B)(6), 2022 mentor became aware that it erroneously omitted the patient's age at the time of the event (a2). Additionally, the incorrect date event date (b3) was submitted with the initial report. The event date was november 17, 2021.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. Explant and replacement with mentor smooth round moderate profile 250cc saline prostheses was performed on (B)(6) 2022. The mentor failure analysis lab has received the device for evaluation on (B)(6) 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).